Event description:
Consumer reported undergoing a double mastectomy, then using a microwave heated pad for relief. Consumer indicated no feeling in area of application. Consumer reported burn after use of pad.